Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's device presented to clinic in backup vvi mode. Normal device function was restored on the day of the event. Patient was stable.